Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. No more information will be available.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an aneurysm, the physician reported that the pipeline flex distal end would not open. The device was removed from the patient. The device will not be returned because it was thrown away at the user facility. No patient injury was reported as a result of this procedure.